Event description:
It was reported a transfer set separated. It was further stated, the patient went to take the "minicap off to connect to the patient line and the dark blue part of the transfer set pulled out from the twist clamp portion". No leak was noted. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2022-06081. All information can be found under manufacturer report number 1416980-2022-06081. Should additional relevant information become available, a supplemental report will be submitted.